Manufacturer narrative:
(B)(4). Batch t5aj0x. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: the lot number provided, t9f5g, is not valid. Can you please provide a valid six digit lot or batch number for the device involved in this event? Also, can you please provide more event details? Was the red knife reverse switch attempted? If so, did it function properly? If no, please explain. Was the manual override lever attempted to open the jaw of the device? If so, did it function properly? If no, please explain. Did the jaws of the device eventually open?

Event description:
It was reported that during a laparoscopic colon procedure, after being inserted through the trocar, the device did not open. No harm to the patient is reported.